Event description:
The complainant reported that the patient was placed onto impella cp support for high-risk surgery. While on support, the automated impella controller (aic) experienced a controller failure red alarm that was resolved by transfer to another console. There was no reported harm or injury to the patient.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the impella defective alarm was most likely due to intermittent glitch of the impellatronic's epm circuitry. The issue could not be reproduced during testing. This report is being filed as part of a retrospective review of historical records.